Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. No alarm during testing. The insulin pump received with broken reservoir tube lip, minor scratches on lcd window, missing reservoir tube o-ring and cracked battery tube threads.

Event description:
It was reported by the customer that their insulin pump was alarming. Customer was advised to disconnect from insulin pump. During troubleshooting, customer was asked to rewind the device and customer stated device did not rewind. Advised customer to discontinue use of device and revert to healthcare provider's instructions. Customer's blood glucose level was 200 mg/dl at time of reporting. Nothing further reported.